Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The analog board shields were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.